Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose at the time of incident was 40 mg/dl. The customer treated it by intake of food. It was unknown whether the insulin pump was set on auto mode feature. The customer also faced issues while inserting sensor. Customer did not feel ok to do troubleshooting for low blood glucose level. The device will not be returned for analysis.